Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside the clinical use when the issue occurred. Review of the system log file showed that the image hard drive in x-ray pc to be defective. The fse replaced the x-ray pc and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had an image storage problem. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the x-ray pc. The fse replaced the x-ray pc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.